Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The root cause of the infection is undetermined. Infections have many causes and treatments. Each infection is addressed individually and taken very seriously by both the attending surgeon and sign surgeons at sign headquarters. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The risk associated was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replace due to non-union and infection. The infection was treated with antibiotics. The im nail was replaced with a 9mm x 340mm standard nail per the sign technique manual. Surgeon comment: "this patient got injury more than 1 year ago. He was treated with retrograde sign nail and was lost to follow up. He came back with infected implant, unable to stand, walk or perform any other activity. The implant was removed, surgical debridement done and kept on antibiotics. After two months of antibiotics and reduced crp, a new antegrade sign nail was used to fix the fracture and patient kept on physiotherapy."